Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316377, medical device expiration date: 2022-04-30, device manufacture date: 2020-11-11. Medical device lot #: 1014130, medical device expiration date: 2022-06-30, device manufacture date: 2021-01-14. Investigation summary: bd received 5 samples from lot 0316377 and 5 samples from lot 1014130 for investigation. The samples were evaluated by visual examination and the indicated failure mode for contamination with the incident lot was not observed as all product specifications were met. The product contains a k2 edta additive and there is no foreign material in the tubes that could be seen visually with the naked eye. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "there is contamination in the tubes. Customer is seeing the contamination under the microscope. Patients didn't have to be redrawn."